Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the connector and connector pins came apart on the motor device. It was further determined that the bearings were damaged and the device had a hole/cut in the hose. It was reported in the service order that the device ran idle. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The serial number was reported as (B)(4) in the initial report. The serial number has been updated to (B)(4). Upon subsequent follow-up with the service center, additional information was received. It was determined that when the handpiece was ran with the compact speed reducer device and the when pressure was applied, the motor stopped moving. It was further determined that during pre-repair assessment, it was observed that the device made an unusual sound and vibrated. It was determined that there was wear of gripping parts that led to unusual sound and vibration. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.